Manufacturer narrative:
Concomitant medical products: product ID c4tr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was variable and possible intermittent loss of capture on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.